Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked medication. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that the bd luer-lok¿ tip syringe leaked medication on 4 occasions. There was no report of exposure, injury, or medical intervention. Investigation: four sample was received for evaluation. Two samples are in the sealed packaging blister and two with no packaging sealed blister. The two syringes with no packaging blister have residues of a red substance, possible blood. They are contaminated, no further testing inspection will be pursued, they represent a safety risk for the associates. The other two syringes with sealed packaging blister were visually inspected, measured finding them good. Leakage test was passed, a needle assembly was connected, then filled with 15ml of water then the water expelled by pressing down the plunger rod and no leakage was observed. Failure mode was not verified. There was no documentation of issues for the complaint of batch #8178879 during this production run.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked medication on 4 occasions. There was no report of exposure, injury, or medical intervention.